Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was confirmed. Upon investigation the battery charger was unable power on. The failure was due to corrosion throughout the unit. The root cause for the corrosion could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.